Manufacturer narrative:
Continued phone number e1: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
.Healthcare professional reported left side "rupture", "slightly sagging", "echo of the gland layer below the left nipple was messy and uneven, showing fissure-like changes", "multiple nodular dense shadows were seen in the ¿ breast area" and "the linear high-density shadows on the edge of the left breast prosthesis were not continuous. The local course was tortuous and sunken inward" via CT scan. Device status is unknown.